Event description:
It was reported that at the completion of the procedure, the needles on the handpiece would not retract. The patient suffered a rip in the urethra when the handpiece was removed. The patient did not require any additional intervention or hospitalization and the patient outcome was reported as "doing just fine." It was noted that the patient went on to have a transurethral resection of the prostate at a later date. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the handpiece model 8929, lot# 90346, found the posts on the needle block broke off and the needles failed to retract.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.